Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b3, provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio seal device was returned for product evaluation. The returned sample included header bag, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated and kink was noted at the blood inlet holes. The complaint could be confirmed for insertion difficulty of the sheath and locator. The exact root cause could not be determined. It is possible that the tip of the sheath met resistance during insertion, leading to the kink. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a report involving a 6 french vascular closure device used following completion of coronary angiography. During assembly, resistance between the sheath and dilator was noted but not addressed. Upon attempted vascular insertion, significant resistance prevented advancement. After withdrawal, the sheath and dilator were found to be bent. The device was not used. A second angio-seal device was successfully deployed to achieve vascular closure. No blood loss was reported, and the patient remained stable. Additional information received on 02 sep 2025: a 6 french procedure sheath was used. A pre-deployment angiogram was performed. There were no reported difficulties with arterial access, sheath insertion, guidewire placement, or catheter navigation. Resistance was noted during insertion of the locator/insertion sheath assembly into the vessel.